Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector j702 on the distribution node pca board was physically damaged, which caused the service code 204. The root cause of the damaged connector could not be positively identified, but the damage likely resulted from excessive force on the trunk cable. No adverse event resulted from the damaged j702 connector. The pt received a replacement electrode belt.